Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that all of a sudden, the patient programmer stopped working. It was noted that it stopped working two days prior to the report. It was noted that the patient did not feel stimulation and the stimulation stopped on sunday. It was noted that only 10 minutes was spent on the patient education. It was noted that the recharger communicated with the implant but the patient had 0 bars of coupling. It was noted that the caller had trouble comprehending the recharger system. It was noted that the patient felt stinging in their back, it was unknown if this was stimulation or what, stimulator was off. It was noted that the patient was to continue recharging.